Event description:
It was reported that a wound had opened at the pocket site, leaving the ipg and extension exposed. In turn, surgical intervention was undertaken wherein the ipg was explanted, the extension was cut and a wound washout was performed. The status of the wound is unknown at this time.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.